Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when the rn changed the cap on a PICC line which had been in place for 4 days, the cap broke and a piece remained in the external segment of the catheter. The rn was unable to retrieve the broken piece or fix the line. The affected PICC was removed and a new PICC was placed. There was no patient harm.

Manufacturer narrative:
Event date is unknown.

Manufacturer narrative:
The customer¿s report of a broken smartsite was confirmed. Visual inspection revealed that the male luer tip of the smartsite sub-assembly was cracked, with plastic deformation. No functional testing was performed as the set was received damaged. The root cause of the broken smartsite was not determined.